Manufacturer narrative:
(B)(4).

Event description:
Home monitoring alerted a lead issue. A chest x ray showed this ra lead and the rv leads dislodged. This ra lead was repositioned and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.